Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the surgeon was in a tight lower leg and after a few branches, noticed that he couldn't keep the vein in the c-ring. The surgeon pulled the c-ring back to see it closer and only half of it was there; the other half was still attached to the scope but wouldn't retract. The entire system was pulled out of the leg. All parts were retrieved and nothing was left in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of tissue and signs of some clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. During visual inspection, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the surgeon was in a tight lower leg and after a few branches, noticed that he couldn't keep the vein in the c-ring. The surgeon pulled the c-ring back to see it closer and only half of it was there; the other half was still attached to the scope but wouldn't retract. The entire system was pulled out of the leg. All parts were retrieved and nothing was left in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.